Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door 7 was double clicking. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer investigated auxiliary tower door 7, which was double clicking upon opening and occasionally failing to open. Since this door holds patient specific medications, the issue was causing delays. Replaced the mini switches within the tower door latch and ensured connectors for the other door latches were crimped and securely fitted. After service, the door operated normally. The system functioned as intended after the field service engineer repaired the device.